Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 code (health impact), h11.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), fiber optic port was not accepting portion from balloon. Patient was not involved.

Manufacturer narrative:
Due character limit e1 initial reporter name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), fiber optic port was not accepting portion from balloon. Patient was involved and no harm was reported.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, e1(initial reporter, event site email), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). The customer could not get the fiber optic balloon into the unit as the port was broken. A getinge field service engineer (fse) was dispatched to evaluate the unit. Staff reports they are unable to connect fiber optic cable into port on unit. Found internal connection broken. The fse replaced fiber optic extension (d012-00-1562). Fiber optic plugs in correctly now. Unit passes fiber optic calibration testing. Functional testing and safety check to factory specifications. Unit passes all functional and safety tests per factory specifications.

Event description:
N/a.